Manufacturer narrative:
The following devices were also listed in this report: 6.5 cancellous bone screw 40mm; cat#:2030-6540-1; lot#:7v6jhr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient underwent revision for infection. All acetabular components removed (B)(6) 2016 and spacer placed (cors per (B)(4)). New components implanted (B)(6) 2016.